Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called and stated that she feels the cycler was not draining her out completely. A follow up call was made to the patient's nurse who reported the patient experienced peritonitis on (B)(6) 2016. Per the nurse the patient acquired peritonitis by a break in sterile technique. The patient was hospitalized for this event from (B)(6) 2016 until (B)(6) 2016. The patient was treated with vancomycin and is doing fine.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique, or a biofilm on the peritoneal dialysis catheter.

Event description:
Per medical records received from the patient's clinic, the (B)(6) dialysis patient was initially diagnosed with peritonitis on (B)(6) 2016 in the clinic following a culture of the peritoneal dialysis effluent on the same day. The culture results were positive for (B)(6). The patient was treated with 2 grams of intra-peritoneal vancomycin. The patient continued to have repeating peritonitis (per the ispd position statement on reducing the risk of peritoneal dialysis-related infections 2011) with repeated treatment of 2 grams of intra-peritoneal vancomycin until (B)(6) 2016. On (B)(6) 2016, the peritoneal dialysis patient underwent peritoneal dialysis catheter removal due to the recurrent peritonitis and a malfunctioning catheter. Following the catheter removal, the patient was comfortable, with minimal abdominal discomfort, afebrile, and the catheter site was noted to be okay. The patient received hemodialysis with a dose of vancomycin administered intravenously, and the patient was discharged in satisfactory condition the same day.